Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed, as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer was having issues with the pca cadd pumps where they were consistently getting an "upstream occlusion" message and infusion interruptions. The issue was not resolve after troubleshooting of looking at the tubing and ensuring pump is not kinked. There was unknown reported patient involvement.